Event description:
During a drug-eluting coronary stenting treatment procedure the delivery device catheter broke. While loading the taxus express2 drug-eluting stent into the guide catheter, the catheter broke into two pieces, approx 10 centimeters from the distal tip. Another taxus express2 stent was used to complete the procedure successfully. No pt injuries or complications were reported.